Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found that the unit was returned for failure analysis and the reported failure (erbe c-34 and c-00 error) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting an error on erbe, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the erbe for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, a nurse called to report that the monopolar energy was not working and there was an error c-34 on the erbe display. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed error c-34. The isi tse was transferred to the surgeon to explain the problem. The isi tse requested the surgeon to power cycle the erbe which did not solve the problem. The isi tse then requested the surgeon to disconnect the instrument cables, and neutral pad cable, and power cycle the erbe again which also did not solve the problem. The isi tse asked the surgeon if there was a forcetraid or external diathermia device available. The surgeon stated the bipolar was still working but he needs also to use the monopolar energy. The staff found the covidien but did not know if it was a forcetriad. The isi tse was transferred to a nurse. The isi tse explained that if there was a forcetriad and correct connecting system cable they could connect it, but the caller did not know. The operation room (or) staff found a solution to use the external diathermia device with external pedals to use monopolar instruments. Bipolar energy will be delivered via the erbe to finish the surgery. The procedure was completed as planned with no reported injury.